Manufacturer narrative:
(B)(4). Both the temperature controller board and card cage were replaced to return the analyzer to normal function. The parts were available for return; however, a return was not necessary as the abbott representative provided five file images that confirmed the observed charring on the j25 connector on the backplane of the card cage and p25 connector of the temperature controller board. A review of the ticket history for the analyzer did not identify any issues that may have contributed to the current complaint. There were no subsequent reports of smoke/burn since the replacement of temperature controller board and card cage. The architect operations manual provides the user adequate information performing an emergency shutdown of the i2000sr. A review found the 2016 ul certification memo contains adequate information noting abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The charring was limited to a single connector joining the temperature controller board to the card cage backplane and did not spread to other areas of the instrument. No adverse trends for tickets with replacements of the temperature controller or the card cage were identified and no architect i2000sr adverse trends with product monitoring. The complaint investigation for the architect i2000sr temperature controller and the card cage does not indicate a systemic issue or deficiency.

Event description:
The account observed smoke coming from the architect i2000sr. The account stated upon arrival the architect i2000sr was disconnected and powered off with a slight burning odor. The operator turned on architect i2000sr and smoke came out of the instrument. The analyzer was powered off and unplugged. No injury was reported.